Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6) 2017. Blood glucose level at the time of the incident was 580 mg/dl. The customer stated she removed the infusion set and found the cannula was bent. The customer treated with manual injection and a couple of hours later it was 202 mg/dl. The customer also reported having issues with multiple infusion sets not adhering. Troubleshooting was declined. It was advised to change the infusion set. The infusion set will be returned and the insulin pump will not be returned for analysis.